Event description:
Ous MDR. After lead testing, the values measured were unacceptable. Physician requests verification due to suspected lead break. Incident occurred in 2007. Implantation date is estimated to be 2 weeks prior to incident date.

Manufacturer narrative:
Ous MDR. No material defects or mfg errors could be found in this analysis. With regard to the complaint of a suspected lead breakage, no deviations from specifications could be determined in the analysis. The cut probably occurred during explantation.